Event description:
2/9/2000: a blood center customer reported that a donor, who is a known diabetic, informed them that a few days following the donation on 1/31/2000, for platelets donor was hospitalized with a staphylococcus aurrus infection. The blood center attempted follow-up on the platelet product and found it had been transfused on 2/3/2000, the recipient, was a terminally ill pt, with acute lymphocytic leukemia, who expired on 2/5/2000. This report is for the recipient pt. The blood center indicated the expected death was not a result of the transfusion, but of the disease entity and therefore testing had not been done on the bag or platelet product.